Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The international philips field service engineer reported that the navigation ring was not operative. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The philips field service engineer (fse) confirmed and duplicated the reported issue via operational check. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed all specified tests. No other anomaly was reported.

Manufacturer narrative:
The reported issue was found during the pre-use setup. No delay was noted. The front bezel was returned to failure investigation. Previous investigations have identified liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.